Manufacturer narrative:
(B)(4). Batch # r58k6a. The analysis found that one psee60a device was returned with no apparent damage and with a gst60w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/2, and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the cartridge is consistent with the device being clamped over a hard object. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap nephrectomy procedure, knife cut the tissue but the agrafes (staple) line where performed just for half. Another stapler was used. There were no patient consequences reported.